Manufacturer narrative:
Both the handpiece and the needle were returned for evaluation. The needle was bent and stuck in the handpiece. Once the needle was removed, a temperature rise profile was performed and the handpiece was found to be functioning within the normal range. Examination of the needle indicated that the inner bore was clear of any obstructions.

Event description:
During a routine phacoemulsification procedure the doctor reported that the handle on the handpiece became hot and the irrigation flow had stopped. As a result, the pt received a corneal burn. The phacoemulsification machine was examined and found to be functioning propperly.